Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 at 5 pm with blood glucose of 600 mg/dl. The customer experienced symptoms such as hard to breath, had trouble urinating because customer was self-pack and trouble in standing and walking. The customer was treated with shots with insulin pen. The insulin pump received no delivery alarms. The customer had high blood glucose level from friday to sunday. The customer was unable to perform troubleshooting as the customer did not have insulin pump at the time of call. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.